Event description:
During preparation for cardiopulmonary bypass, the roller pump displayed and "overspeed" message and stopped. The pump was restored to normal function by cycling its power. There was no reported adverse consequence to the pt as a result of this event.